Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 40s mg/dl to 60 mg/dl; cause was not known. Customer consumed carbohydrates, cereal bars, apple sauce and/or sugar tablets to address bg. No additional information was provided. Tandem technical support advised customer to consult with healthcare provider if the low bg reoccurs.